Event description:
During follow-up, noise, low pacing impedance, and increased capture threshold were observed on the right ventricular (rv) lead. The physician suspected lead damage, although it was not confirmed. No intervention has been performed at this time. The patient was in stable condition.

Manufacturer narrative:
Additional information was requested but is not yet available.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
Additional information was received indicating the noise resulting in oversensing and the increased capture threshold resulted in a loss of capture.